Event description:
Please give a product description : drip punctured patient. Wanted to draw blood from this and then it started leaking. Turned out there was a hole in the tube, so I had to puncture a new drip. On inserting the drip, the drip turns out to be faulty. There is a rupture in the tubing, which caused blood to leak out immediately. Bleeding was controlled immediately, and the patient did not lose more than an estimated 20cc of blood. As a result, the patient did have to have a second puncture. Has this product already been used in patients? : yes. Has there been any risk to the patient or user? : yes.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
The complaint of a hole in the tube was confirmed and the cause appeared to be manufacturing related. Four photographs were provided for investigation, which showed an 18g nexiva IV catheter with evidence of use. A circumferential breach was observed in the tubing. This type of damage can occur during manufacturing if the grippers are damaged. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.